Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (does not communicate with a test electrode belt) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor lacked a driven ground signal. The cause of the inability to communicate with a test electrode belt and the lack of driven ground signal is a defective q17 igbt component. Root cause investigation is underway under an existing internal corrective action. No adverse event resulted from the defective component.

Event description:
A us distributor returned a monitor indicating that it would not communicate with a test electrode belt.